Manufacturer narrative:
The monitor and electrode belt have not been recovered from the field. There is no download data available surrounding the death. The device flag data from the last download does not indicate any device malfunction. The review of the data indicated that the device powered on normally and was able to acquire the patient's ECG signal on the last day of use captured in the data download. No deficiencies alleged.

Event description:
On 10/16/2020: resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 08/22/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018, and may have been treated by the lifevest. The patient was reportedly being driven home at the time of the event. It was reported that paramedics performed resuscitation efforts, and transported the patient to the hospital, and the patient passed away. It was reported by ems that "the patient appeared to have been treated". The patient's last available download is from 07/06/2018 at 6:16 pm, before the event. There is no download data available from the patient's monitor, as the equipment has not yet been recovered from the field. The treatment event cannot be confirmed at this time.